Event description:
(B)(6) - advate bjiii - no diluent transfer - (lot tata007ca). (B)(6) - advate bjiii - no diluent transfer - (lot tatz026ca). (B)(6) - advate bjiii - no diluent transfer - (lot tatz023ca). Report received from pv on 07mar2024: patient using one vial of 1727. Tried to use 511 + 363 but faulty vials (water did not mix). Mom wasted a dose.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There were no lot number and also no physical sample or photos available of the reported defect. Reported defect cannot be verified a review of the monthly report (may 2024) for advate bjii was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2024 (B)(4) d2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.